Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration:') and genital haemorrhage ('bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain /chronic"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy:"), vaginal infection ("bladder/urinary problems: vaginal infection") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full) and tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, hypersensitivity and vaginal infection had resolved. The reporter considered abdominal pain, device dislocation, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results of confirm. Test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received : case become incident. Events added- abdominal pain, psychological trauma, genital bleeding, allergy, device dislocation, vaginal infection. Events outcome updated, reporter added, patient demographic added, essure removal date added, product indication updated. Lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration:') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, gerd, anxiety, depression, acid reflux (oesophageal), cholelithiasis, vaginitis, hematuria, constipation and asthma. Denies bladder changes. Concomitant products included docusate, paracetamol (acetaminophen) and sennoside a+b. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain /chronic"), anxiety ("psych injury, psychological or psychiatric problems condition: anxiety and mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury, psychological or psychiatric problems condition: depression") and dermatitis ("rashes or skin conditions type: dermatitis"). On (B)(6) 2018, the patient experienced vaginal infection ("bladder/urinary problems: vaginal infection"), 7 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain") and hypersensitivity ("allergy:"). The patient was treated with surgery (hysterectomy (full) and tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, anxiety, vaginal haemorrhage, menorrhagia, dyspareunia, depression and dermatitis outcome was unknown and the pelvic pain, abdominal pain, hypersensitivity and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, depression, dermatitis, device dislocation, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted indate(s) of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Bilaterally occluded fallopian tubes status post essure device placement. Pathology test - on (B)(6) 2019: final diagnosis: a. Right tube with essure: complete cross section of unremarkable fallopian tube segment. Device (essure), gross examination only. B. Left tube with essure: complete cross section of unremarkable fallopian tube segment. Device (essure), gross examination only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event outcome updated for vaginal infection.. Processed with fup.06. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration:') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, gerd, anxiety, depression, acid reflux (oesophageal), cholelithiasis, vaginitis, hematuria, constipation and asthma. Denies bladder changes. Concomitant products included docusate, paracetamol (acetaminophen) and sennoside a+b. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain /chronic"), anxiety ("psych injury, psychological or psychiatric problems condition: anxiety and mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury, psychological or psychiatric problems condition: depression") and dermatitis ("rashes or skin conditions type: dermatitis"). On (B)(6) 2018, the patient experienced vaginal infection ("bladder/urinary problems: vaginal infection"), 7 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain") and hypersensitivity ("allergy:"). The patient was treated with surgery (hysterectomy (full) and tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, anxiety, vaginal haemorrhage, menorrhagia, dyspareunia, depression and dermatitis outcome was unknown and the pelvic pain, abdominal pain, hypersensitivity and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, depression, dermatitis, device dislocation, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted indate(s) of insertion: 08feb2012 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Bilaterally occluded fallopian tubes status post essure device placement. Pathology test - on (B)(6) 2019: final diagnosis: a. Right tube with essure: complete cross section of unremarkable fallopian tube segment. Device (essure), gross examination only. B. Left tube with essure: complete cross section of unremarkable fallopian tube segment. Device (essure), gross examination only. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-may-2020: plaintiff fact sheet received. Medical history was added. Added event rashes or skin conditions type: dermatitis. Event genital hemorrhage made non-serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration:') and genital haemorrhage ('bleeding') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, gerd, anxiety, depression, acid reflux (oesophageal), cholelithiasis, vaginitis and hematuria. Denies bladder changes. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain /chronic"), anxiety ("psych injury, psychological or psychiatric problems condition: anxiety and mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("psych injury, psychological or psychiatric problems condition: depression"). On (B)(6) 2018, the patient experienced vaginal infection ("bladder/urinary problems: vaginal infection"), 7 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and hypersensitivity ("allergy:"). The patient was treated with surgery (hysterectomy (full) and tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, anxiety, vaginal haemorrhage, menorrhagia, dyspareunia and depression outcome was unknown and the pelvic pain, abdominal pain, hypersensitivity and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Bilaterally occluded fallopian tubes status post essure device placement. Pathology test - on (B)(6) 2019: final diagnosis: a. Right tube with essure: complete cross section of unremarkable fallopian tube segment. Device (essure), gross examination only. B. Left tube with essure: complete cross section of unremarkable fallopian tube segment. Device (essure), gross examination only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse),psychological or psychiatric problems condition: depression, anxiety and mental anguish" were added. Reporter information, medical history and concomitant drug were added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.